Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.

Event description:
Laparoscopic bso - "dr (B)(6) was performing a lap bso. When the ovary was ready for removal, dr (B)(6) used the inzii specimen retrieval bag to remove the ovary. During removal, the bag "exploded" as dr (B)(6) described, and the specimen was retrieved. Dr (B)(6) then had to conduct a sweep of abdomen to remove any pieces of bag mat busted."